Event description:
It was reported that the ilet device had a cracked display and an unresponsive touchscreen, preventing screen unlock and normal operation. Symptoms included no reported clinical effects. Outcomes included no reported impact on health status and no alarms. Investigation included customer interview and troubleshooting education. Investigation of this case revealed physical damage to the display assembly consistent with a broken or cracked screen resulting in loss of touchscreen functionality. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device¿s user interface components.

Manufacturer narrative:
Investigation description: display damage due to impact.